Manufacturer narrative:
The technician replaced the four worn brake casters to repair the bed.

Event description:
Information received indicates the brake casters are ratcheting from side to side when in brake.